Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced a shocking sensation from the neck down into both arms. The patient has not experienced any trauma. The physician believes the patient has spinal cord compression from the paddle lead being placed in the patient¿s cervical spine. The patient has been referred to a neurologist for further evaluation. The patient may be awaiting surgical intervention.

Manufacturer narrative:
Based on the information received, no device problem was identified and issue appears to be related to patient conditions.

Event description:
Additional information was received which indicated patient consulted with a neurologist who in turn removed the lead.